Event description:
The pt reportedly experiences intermittency, sound qual issues and facial nerve stimulation (fns). External equipment was exchanged. Testing was discontinued due to pt's pain and discomfort. The device was not functioning normally. The problem was not resolved. Surgery to explant the pt's device is under investigation.